Event description:
Information received by medtronic indicated that there was a perforation of the right inferior pulmonary vein with the mapping catheter during a cryoablation procedure. Blood was seen in the endotracheal tube and the case was aborted. Fluoroscopy showed opaque view of the right lung field, confirmed by bronchial scope to be blood in the lung. Patient stabilized in lab and transferred to ICU. As per physician, the patient is reported to be doing fine, and he believed the achieve perforated the rivp.

Manufacturer narrative:
The device was returned and was visually inspected. Visual inspection of unit showed the loop/array was kinked 3 times at 1.26, 1.37 and 1.46 inches proximal from the tip. There were also kinks noted around the 4th electrode. The instructions for use for the mapping catheter indicate in section 4 warning and precautions: "use extreme care when manipulating the catheter. Lack of careful attention can result in injury such as perforation or tamponade". Vein perforation is an expected and foreseeable side effect listed in the technical manual as potential adverse event associated with cardiac catheter procedures. Achieve lot number is unavailable. This report will be recorded and trended.